Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported that about 30 patient samples gave initially high results that repeated lower on the same advia 1800 instrument. The lower result was confirmed on an alternate advia 1800. Only one set of patient data was provided by the customer. A siemens field application specialist (fas) reported that a blockage was found in the wash up down (wud) 3 nozzle. The blockage was removed from the wud3 nozzle and the instrument was returned to use. The cause of the discordant, falsely elevated carbon dioxide (co2) test result was a blockage in the wud3 nozzle. The instrument is performing according to specifications. No further evaluation of this instrument is required.

Event description:
A discordant, falsely elevated carbon dioxide (co2) test result was obtained on a patient sample on an advia 1800 instrument. The initial result was not reported to the physician(s). The same sample was repeated on the same instrument giving a lower result. The repeat result was reported to the physician(s). The lower result was confirmed on an alternate advia 1800 instrument. There are no reports of patient intervention or adverse health consequence due to the discordant, falsely elevated carbon dioxide (co2) test result.